Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp 3 lead microbore catheter extension set would not flow during set up. When the line was connected to the device it would ¿not flow correctly¿. When the customer reprimed the set by flushing the line, the drip then started flowing. There was no patient involvement. No additional information is available.